Event description:
The pump was returned for investigation. Investigation revealed a component misaligned and shifted on the pcb board. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple occlusion alarms with high force on the reported event date. Investigation revealed a component misaligned and shifted on the pcb board.